Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6) alleging that the patient¿s onetouch verio2 meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained in a follow up call by medical surveillance (ms). The reporter claimed that one week prior to contacting lifescan the patient obtained a result of ¿120mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿90mg/dl¿ obtained on a onetouch ultraeasy device. The reporter did not specify the time difference between the tests. Based on statistical methodology the calculated difference in results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes with novorapid and lantus insulins and the reporter stated that she increased the dose of both insulins ¿from 4 units to 6 units¿ as a result of the alleged inaccuracy. The reporter detailed that an unknown time after the meter inaccuracy the patient developed symptoms of ¿dizziness and sweating¿ and that she received treatment, however could not specify what treatment was received. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. This complaint is being reported as the patient developed symptoms suggestive of a serious injury, after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.